Manufacturer narrative:
The device was received for evaluation. Upon visual inspection device evaluation noted fluid ingress in door. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the fluid ingress present in lvp mechanism and on door to door o ring. Lvp mechanism and door to door o ring will be replaced. Release testing will be performed to ensure intended functionality of unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an inaccurate flow. IV pump delivered incorrect volumes, was not infusing correct volume. Patient administered for ivf bolus for hypotension and volume set to 960, bolus rang complete with 0 volume to be infused but patient still had 250+ left in bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information to h7 and h9: correction: h6 (update codes), h11: h11: the device was received for evaluation. During functional testing, pump not infusing correct volume was not reproduced. The device was evaluated. However, flow accuracy testing was not performed. The event history log was reviewed. However, an event date was not reported. The customer's last day of use was reviewed and ran at pump rate 10ml/hr for three house and then was changed 2.5 hours later to rate 999ml/hr. This is low to high flow rate transition potentially causing under infusion. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.